Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission revealed that the implantable cardioverter defibrillator exhibited oversensing on the atrial channel that resulted in inappropriate pacing mode switch. Programming changes were recommended. No patient symptoms were reported.

Event description:
New information received stated that the recommended programming changes were made on (B)(6) 2019. No patient symptoms were noted.